Event description:
It was reported that a patient experienced a high impedance issues, with an impedance value reported as 40,000, and the patient noted that the battery was not draining as much as it had previously and was concerned. It was reported that the patient was programmed on an impeded contact and reprogramming was performed to work around the impedances. An impedance check was performed. It was reported that the issue was ongoing. It was reported that the patient was alive with no injury and continued to have great pain relief. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.